Event description:
It was reported that the valve was explanted since there was no improvement in symptoms. Another valve was implanted and the pt's symptoms improved.

Manufacturer narrative:
(B)(4). The valve was patent, but did not pass leak testing due to tears on the top and bottom of the delta chamber, this precluded siphon and reflux testing as well as measurement of pressure flow characteristics and preimplantation testing. It is unk how or when the damage occurred. The instructions for use that accompanies the device cautions that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the mfg records was not possible as no lot number was provided. All of our valves are 100% tested at the time of MFR.